Event description:
It was reported a spectrum pump constantly alarmed for air in line, when no air was present (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.